Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958 lead implanted: (B)(6) 2006; 5076-52 lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient developed fevers and was diagnosed with (B)(6). Transesophageal echocardiography revealed a mass/vegetation attached to the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.